Manufacturer narrative:
The provider evaluated the device. The only damage noted was from the car accident. The provider repaired the device and returned it to the customer.

Event description:
Consumer alleges she was crossing a street and the throttle allegedly hesitated and didn't accelerate fast enough and she was allegedly struck by a vehicle.